Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and rupture.

Event description:
Patient reported "pain and tenderness".healthcare professional reported right side rupture and capsular contracture baker iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: striated opening on radius, sharp broken on radius, wear abrasion, crease fold and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage. A sharp broken on radius assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: a4, b5, d.6.b, d9, h3, h6.

Event description:
The device has been explanted.